Event description:
It was reported that the foot and head piece of a vertier table unlatch when weight is applied. There was no patient involvement reported and no adverse consequence reported.

Event description:
It was reported that the foot and head piece of a vertier table unlatch when weight is applied. There was no patient involvement reported and no adverse consequence reported.

Manufacturer narrative:
There was no reported patient involvement, therefore no patient data exists. A 3rd party service technician visited the user facility to evaluate the surgical table involved in the alleged event. The service technician observed that the table sections involved were not latching properly and that the pelvic section of the table would need to be replaced. The root cause of the sections latching improperly is not known and the investigation is ongoing. There was no report of patient involvement or adverse consequences in this event.

Manufacturer narrative:
Through evaluation by a third party service technician, it was determined that the reason the foot and head pieces were unlatching was due to worn lever assemblies. It was also noted that the pelvic extension would unlatch when weight was applied and determined that the latches on the pelvic extension had become worn. The surgical table was repaired by replacing the necessary components and the table was returned to service. There were no adverse consequences associated with this reported event.